Event description:
During preventative maintenance of the device, the user reported the device rebooted continuously and never entered standby mode after installation of a new printed circuit board. Since the event occurred during preventative maintenance, there was no pt involvement during this event.